Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer stated that the insulin pump select and up buttons were unresponsive and the menu button does not take them to the menu screen. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the self-test, and the displacement test. Insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.